Event description:
Unexpected behavior when next treatment field was loaded. When the next treatment field loaded, the parameters were not the same as those which had been entered for that particular treatment field.

Manufacturer narrative:
Potential for mistreatment if user does not thoroughly check the treatment field details. Correct treatment was delivered as the inconsistencies were noted by the hosp staff. The problem has been reproduced; however, no conclusions reached, investigation continues. The investigation is ongoing, a f/u report will be issued when the investigation had concluded.